Manufacturer narrative:
A ge service representative performed an on site investigation and adjusted the ps1 output measured on the fluoro function board to 5.2vdc. The system was then found to be operating as intended.

Event description:
The customer reported a communication failure error message which rendered the system inoperable. No patient injury was reported.